Manufacturer narrative:
Per the clinic, the patient experienced no connection with the device and poor retention with lower strength magnets. Device analysis report attached.

Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2025 due to device extrusion.